Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined.per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an af ablation procedure, a cardiac perforation occurred. During the second transseptal puncture with the brk needle and swartz introducer dark blood was noted which indicated the device was no longer in the left atrium. An echocardiogram was performed which confirmed a perforation. The patient was transferred to cardiac surgery for a thoracotomy. The sheaths were left in place and the patient was covered with sterile drapes for the procedure. The patient became hypotensive and it was noted the tubing of the introducer had become detached under the sterile covers resulting in blood loss. The patient had the thoracotomy for repair of the perforation, received a blood transfusion and was placed on extra corporal circulation (cec). The patient was extubated with no neurological deficit.